Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed a battery indicator symbol. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the battery indicator symbol first occurred in the morning, ¿15 days¿ prior to contacting lfs. The patient manages her diabetes with insulin (self-adjuster). She reported, taking ¿exercise¿ as a result of the alleged issue. She alleged, on date/time unknown, after the symbol appeared, she developed symptoms of ¿dizzy, sweating [and] light-headed¿ which caused her to ¿move slower.¿ she denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and there was no misuse of the meter. Based on the information provided, the batteries needed to be replaced but the patient did not have replacement batteries available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of hypoglycemia after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1: the patient¿s meter has been returned on 4/6/2015 and evaluated by lifescan product analysis on 4/8/2015 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.